Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy with corneal resection/laparoscopic') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous. In (B)(6)2002, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vaginal discharge ("I used to get these cloudy drops too"), autoimmune disorder ("autoimmune disease"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issues"), adnexa uteri pain ("ovary problem"), flushing ("flushes"), adverse event ("didn't have lots of symptoms from essure"), stress (" stress"), feeling abnormal ("brain fog") and depression ("depression"). The patient was treated with surgery (surgery done via bilateral salpingectomy with corneal resection/laparoscopic). Essure (ess205) was removed. At the time of the report, the medical device removal, vaginal discharge, autoimmune disorder, abdominal distension, gastrointestinal disorder, adnexa uteri pain, flushing, adverse event, stress and feeling abnormal outcome was unknown and the depression had resolved. The reporter considered abdominal distension, adnexa uteri pain, adverse event, autoimmune disorder, depression, feeling abnormal, flushing, gastrointestinal disorder, medical device removal, stress and vaginal discharge to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter added. New event: didn't have lots of symptoms from essure, stress, brain fog was added. On (B)(6)2020: fu processed with 6. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy with corneal resection/laparoscopic') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery done via bilateral salpingectomy with corneal resection/laparoscopic). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 1 and 2 processed together. Quality safety evaluation of product technical complaint. On (B)(6) 2019: social media content received : no new significant information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy with corneal resection/laparoscopic') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery done via bilateral salpingectomy with corneal resection/laparoscopic). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.